Manufacturer narrative:
Tissue pad melted and partially detached. Eval summary: the analysis results found that the device was returned with the tissue pad melted (burnt) and partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. Our instruction insert states: care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in possible damage to the instrument. Both conditions may cause a system failure signaled by a continuous beep when either the foot pedals is depressed and keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during the take down of the greater omentum, there was smoke coming out from the black tissue pad and white liquid came out from the white tissue pad during use. Another device was used to complete the case. There were no adverse consequences to the pt.